Event description:
It was reported that stent damage occurred. The 75% stenosed, 23mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated, a 2.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was damaged upon crossing the lesion. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 2.50x24mm stent delivery system catheter was returned for analysis. Examination of the stent identified no stent damage. The stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 23mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated, a 2.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was damaged upon crossing the lesion. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.